Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the patient¿s implant procedure out of range high impedances were measured on all configurations using the 0 electrode. The impedance test was run at several different amplitude levels, but the out of range results continued. The implantable neurostimulator (ins) was disconnected, the lead was rewiped with dry raytec, reattached to the ins and the impedances were run again but the exact same result occurred with out of range impedance on 0. The ins was removed again and the lead was visually inspected which found no visible integrity issues. The lead was wiped again, reattached to the ins and still had the same result. The lead was explanted and replaced with a different product. Impedance testing was done and the issue resolved and the impedance tested perfect with the new lead. It was stated that the cause of the issue was not determined. There were no patient symptoms or complications associated with the event. It was later reported that the lead was faulty and defective because it showed high impedances when tested with a clinician programmer. If additional information becomes available, a supplemental report will be sent.

Manufacturer narrative:
Concomitant products : product ID 3889-28, lot # va0sja3, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of lead lot number va0sja3 revealed no anomalies. Normal impedances were measured on all circuits and electrode pair co mbinations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.